Event description:
There was an allegation of questionable results from a coaguchek xs meter. The meter results were 6.0 inr and 1.3 inr. It was noted that the results were obtained back-to-back, but specific times were not provided. Additionally, the patient provided the following meter results, but the time/dates for each result were not provided as the meter's time/date setting was incorrect. The meter results were 2.2 inr, 2.1 inr, 2.2 inr, and 2.1 inr. The patient¿s therapeutic range is 2.0 inr - 3.0 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter's serial number is (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.